Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Healthcare professional reported biocell replacement, and "fluid collection around the prosthesis. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "abnormal fluid collection.¿ the event of "nodular lesion" is not device related. The device has been explanted and replaced.